Event description:
Rptr is concerned over inquiries received regarding a co advertising a diagnostic test for detection of coronary artery disease, electron beam scanning or ultra fast CT. The position of the american heart assoc, and the recommendations of the american heart assoc and the american college of cardiology practice guidelines do not indicate that this diagnostic test has proven utility. Rptr is not certain as to whether the approved indication includes sensitive detection of coronary artery disease. Rptr is concerned over misleading advertising in the diagnosis of coronary artery disease and the potential waste of healthcare dollars. Rptr would like to know if the food & drug administration has approved electron beam scanning for the non-invasive detection of coronary artery disease and approves of marketing this indication to the public.